Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test and displacement test due to blank display. Moisture damage keypad traces during visual inspection. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, staine end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump has been exposed to fluid. The customer¿s blood glucose level was unknown at the time of incident. The customer states pump has been in water. The insulin pump is being replaced and is expected to return for analysis. No further details are given.